Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump miscalculated a food bolus and delivered a bolus without user input. The customer's blood glucose level ranged from 140-141 mg/dl. No additional information was provided.